Event description:
Meter name:one touch basic, strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt error 1 message. The result on their meter was unable to test. No comparison. Treatment was unknown. No further information has been reported.